Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 trigger got stuck in the on position. The harvester had to force the device back to the off position because it failed to recoil on its own. The reporter stated "once he was finished with the case, he removed the device from the pt and activated the device. While the device was activated, he removed his hand from the trigger and instead of the trigger recoiling into the off position it remained on". A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issues (s) with this production lot. Internal file number - (B)(4).